Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a battery failure on the automated impella controller (aic). The aic was removed and there was no reported patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.